Manufacturer narrative:
Age of device: 3 years, 5 months, 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was expired on (B)(6) 2019 due to hemorrhagic cerebrovascular accident. The device was explanted. Additional information was requested but not yet provided.

Event description:
Additional information: patient had a stroke on (B)(6) 2019 with decreased level of consciousness (loc) and left sided weakness. Patient was taken to operating room for craniotomy. Patient had a significant resolution of symptoms following the craniotomy, but suffered a second massive bleed and passed away. Device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.